Event description:
It was reported that the charger did not work and there was an insertion site issue. The blood glucose reading was 94 mg/dl. The issue was not resolved with a new battery. The customer was using the proper methodology for site insertion. No further information was provided.

Manufacturer narrative:
Unable to charge. Problem isolated to board.